Event description:
Patient reported right side burning, "lost size" and "firmness", shoulder pain, "sagging under the implant" and a possible "rupture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation